Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large air bubbles were present in the tubing and had been noted in the tubing for a period of two weeks. The customer's blood glucose (bg) level was over 600 mg/dl. A corrective bolus was delivered and assistance was required from the customer¿s daughter to test bg levels and administer a manual injection. The customer was able to either successfully prime out the bubbles or change all supplies to resolve the issue.